Event description:
Low blood glucose levels, the pt was uneasily, unconsciously with cold sudor [hypoglycemic unconsciousness]. Case description: medical device info: class iia. This spontaneous case from another country, was reported by a consumer as "low blood glucose levels, the pt was uneasy, unconscious with cold sudor" and concerns a female pt, treated with actraphane 30 novolet (dual-acting fast-acting human insulin) from and to unk dates and novofine 8mm (30g) (device therapy) from and to unk dates for diabetes mellitus. Pt's weight: not reported. Medical history: not reported. On an unk date the pt experienced low blood glucose levels. After swimming, she was lying on the floor of the changing room uneasy and unconscious with cold sudor (sweat). The emergency physician had to be called and the pt was taken to hospital. She was treated and sent home the next day. The pt used one needle for one novolet (nl). No samples will be sent. No further info available. The outcome was not reported. Comment: reporter's alternative etiology: not reported.